Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: l essure appears to be just distal to the cornua') in a 35-year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2006), gravida ii and spontaneous abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included myotonic dystrophy, uterine bleeding, genital bleeding, thrombocytopenia and pap smear abnormal. Concomitant products included lorazepam since (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2010 to august 2010 and olanzapine since october 2016. On (B)(6) 2010, the patient had essure inserted. In june 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In july 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- retroverted uterus normal bilateral tubal occlusion 3 coils on right 1 coil on left discrepancy noted in insertion date- 10/2006. Current weight 85 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 40.82 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Fallopian tubes were blocked. Pathology test - on (B)(6) 2016: surgical pathology report final diagnosis uterus, cervix, bilateral fallopian tubes (hysterectomy & bilateral salpingectomy): disordered proliferative endometrium cervix, no pathologic changes bilateral fallopian tubes, no pathologic changes gross description received in same container are two unattached fallopian tubes; the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosa surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end.; on (B)(6) 2016: clinical history abnormal uterine bleeding pre and post operative diagnosis: abnormal uterine bleeding gross description uterus. Cervix, bilateral tubes." Received unfixed and examined after formalin fixation is an 89 gram, 8.7 x 4.3 x 3.3 cm uterus with attached cervix and separate bilateral fallopian tubes. The uterine serosal surface is tan-white to tan-pink. Shiny, smooth and unremarkable. The cervix measures 4.2 cm in diameter and has a tan-pink to tan-brown rough irregular surface. The cervical os measures 1.b cm and is slit-shaped. Upon opening 1he specimen coronally the endocervical canal measures 2.4 x 1.7 cm , is patent and is lined by a tanwhite to tan-brown ln reticulated endocervical mucosa. The endometrial cavity measures 3.9 x 2.1 cm and is lined by a tan white to tan-brown endometrial mucosa. The endometrium measures 0.2 cm in thickness and the myometrium measures 1.9 cm in maximum thickness. No fibroids are seen. Received in the same container are two unattached fallopian tubes: the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosal surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also has a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: l essure appears to be just distal to the cornua/migration') in a 35-year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2006), gravida ii and spontaneous abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included myotonic dystrophy, uterine bleeding, genital bleeding, thrombocytopenia and pap smear abnormal. Concomitant products included lorazepam since (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2010 and olanzapine since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal. Bleed"), urinary tract infection ("bladder/urinary problems- uti"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems- urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy, hysterectomy + bi-s). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- retroverted uterus normal bilateral tubal occlusion 3 coils on right 1 coil on left discrepancy noted in insertion date- (B)(6) 2006. Current weight 85 lbs. She received treatment for pelvic/abdominal pain, gen. Abnormal. Bleed, migration, bladder/urinary problems- urinary problems, uti she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Fallopian tubes were blocked bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report final diagnosis uterus, cervix, bilateral fallopian tubes (hysterectomy & bilateral salpingectomy): disordered proliferative endometrium cervix, no pathologic changes bilateral fallopian tubes, no pathologic changes gross description received in same container are two unattached fallopian tubes; the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosa surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end.; on (B)(6) 2016: clinical history abnormal uterine bleeding pre and post operative diagnosis: abnormal uterine bleeding gross description uterus. Cervix, bilateral tubes." Received unfixed and examined after formalin fixation is an 89 gram, 8.7 x 4.3 x 3.3 cm uterus with attached cervix and separate bilateral fallopian tubes. The uterine serosal surface is tan-white to tan-pink. Shiny, smooth and unremarkable. The cervix measures 4.2 cm in diameter and has a tan-pink to tan-brown rough irregular surface. The cervical os measures 1.b cm and is slit-shaped. Upon opening 1he specimen coronally the endocervical canal measures 2.4 x 1.7 cm , is patent and is lined by a tanwhite to tan-brown ln reticulated endocervical mucosa. The endometrial cavity measures 3.9 x 2.1 cm and is lined by a tan white to tan-brown endometrial mucosa. The endometrium measures 0.2 cm in thickness and the myometrium measures 1.9 cm in maximum thickness. No fibroids are seen. Received in the same container are two unattached fallopian tubes: the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosal surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also has a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome and reporter information were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: l essure appears to be just distal to the cornua') in a (B)(6) year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2006), delivery and spontaneous abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included myotonic dystrophy, uterine bleeding, genital bleeding, thrombocytopenia and pap smear. Concomitant products included lorazepam since (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2010 and olanzapine since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- retroverted uterus normal bilateral tubal. Occlusion 3 coils on right 1 coil on left. Discrepancy noted in insertion date- (B)(6) 2006. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Fallopian tubes were blocked. Pathology test - on (B)(6) 2016: surgical pathology report, final diagnosis: uterus, cervix, bilateral fallopian tubes (hysterectomy & bilateral salpingectomy): disordered proliferative endometrium. Cervix, no pathologic changes, bilateral fallopian tubes, no pathologic changes. Gross description: received in same container are two unattached fallopian tubes; the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosa surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end. On (B)(6) 2016: clinical history abnormal uterine bleeding. Pre and post operative diagnosis: abnormal uterine bleeding. Gross description: uterus. Cervix, bilateral tubes." Received unfixed and examined after formalin fixation is an 89 gram, 8.7 x 4.3 x 3.3 cm uterus with attached cervix and separate bilateral fallopian tubes. The uterine serosal surface is tan-white to tan-pink. Shiny, smooth and unremarkable. The cervix measures 4.2 cm in diameter and has a tan-pink to tan-brown rough irregular surface. The cervical os measures 1.b cm and is slit-shaped. Upon opening the specimen coronally the endocervical canal measures 2.4 x 1.7 cm, is patent and is lined by a tan white to tan-brown ln reticulated endocervical mucosa. The endometrial cavity measures 3.9 x 2.1 cm and is lined by a tan white to tan-brown endometrial mucosa. The endometrium measures 0.2 cm in thickness and the myometrium measures 1.9 cm in maximum thickness. No fibroids are seen. Received in the same container are two unattached fallopian tubes: the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosal surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also has a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end. Most recent follow-up information incorporated above includes: on 26-jul-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental, migration of essure device location of device: l essure appears to be just distal to the cornua. Outcome of events pelvic pain and abnormal bleeding from unknown to recovered/resolved were updated. Historical drug and conditions, concomitant conditions and drugs were added. Essure model number was updated as per f/u. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: l essure appears to be just distal to the cornua/migration') and genital haemorrhage ('gen. Abnormal. Bleed') in a 35-year-old female patient who had essure (batch no. 20227510) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section (2006), gravida ii and spontaneous abortion. Previously administered products included for an unreported indication: mirena. Concurrent conditions included myotonic dystrophy, uterine bleeding, genital bleeding, thrombocytopenia and pap smear abnormal. Concomitant products included lorazepam since (B)(6) 2016, medroxyprogesterone acetate (depo provera) (B)(6) 2010 and olanzapine since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 3 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems- uti"), abdominal pain ("abdominal pain") and urinary tract disorder ("bladder/urinary problems- urinary problems"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, vaginal infection, depression and anxiety outcome was unknown and the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, abdominal pain and urinary tract disorder had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- retroverted uterus normal bilateral tubal occlusion 3 coils on right 1 coil on left discrepancy noted in insertion date- (B)(6) 2006. Current weight 85 lbs. She received treatment for pelvic/abdominal pain, gen. Abnormal. Bleed, migration, bladder/urinary problems- urinary problems .,uti she did not received treatment for psych injury diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 40.82 kgs. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Fallopian tubes were blocked bilateral occlusion. Pathology test - on (B)(6) 2016: surgical pathology report final diagnosis uterus, cervix, bilateral fallopian tubes (hysterectomy & bilateral salpingectomy): disordered proliferative endometrium cervix, no pathologic changes bilateral fallopian tubes, no pathologic changes gross description received in same container are two unattached fallopian tubes; the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosa surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end.; on (B)(6) 2016: clinical history abnormal uterine bleeding pre and post operative diagnosis: abnormal uterine bleeding gross description uterus. Cervix, bilateral tubes." Received unfixed and examined after formalin fixation is an 89 gram, 8.7 x 4.3 x 3.3 cm uterus with attached cervix and separate bilateral fallopian tubes. The uterine serosal surface is tan-white to tan-pink. Shiny, smooth and unremarkable. The cervix measures 4.2 cm in diameter and has a tan-pink to tan-brown rough irregular surface. The cervical os measures 1.b cm and is slit-shaped. Upon opening 1he specimen coronally the endocervical canal measures 2.4 x 1.7 cm , is patent and is lined by a "tan white" to tan-brown ln reticulated endocervical mucosa. The endometrial cavity measures 3.9 x 2.1 cm and is lined by a tan white to tan-brown endometrial mucosa. The endometrium measures 0.2 cm in thickness and the myometrium measures 1.9 cm in maximum thickness. No fibroids are seen. Received in the same container are two unattached fallopian tubes: the first tube measures 3.5 x 0.5 cm, has a tan-white to tan-purple shiny, smooth unremarkable serosal surface with a fimbriated end. The second tube measures 3.6 x 0.4 cm and also has a tan-pink to tan-purple shiny, smooth unremarkable serosal surface and a fimbriated end.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal pain, gen. Abnormal. Bleed, bladder/urinary problems- urinary problems .,uti were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.